Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had difficulty charging. The caller stated that their therapy works great. The only issue they have is while recharging. If the patient sits down from standing up they will lose several boxes. The patient is concerned that the ins was tilted. The patient stated that the right side seems more tender and is poking out. It was suggested that the patient try using adhesive discs. The caller stated that they already use adhesive discs but they think they only help 50% of the time. The caller was to follow-up with the healthcare provider (hcp) due to the pocket issue. The patient stated that nothing changed leading to the ins pocket issues. The patient stated that the device is poking up on the right side corners and is sensitive to the touch. The patient stated that they keep readjusting the charging pad on the pocket. The patient has an appointment with their manufacturer's representative (rep) and healthcare provider (hcp). No further complications were reported or anticipated.